Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp but was unable to reproduce the reported issue. The fse checked the connection in the display where the coil cable is attached to the video generator. Also, check the connections to the backplane board for any damage. Found all the connections are as per specifications. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units screen froze without warning and continuously beep and therapy was interrupted, this left the patient without support until the console was swapped out. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.